Event description:
The account alleged the brakes are not holding when in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake hex rod and installed the brake teer upgrade kit to resolve the issue.